Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Several oversensing episodes due to post-sensed t-wave oversensing were also noted. Programming changes were made. Patient was fine and there were no further complications.